Event description:
Procedure being performed: left robot-assisted radical nephrectomy. Approximately 1600 arm 1 of the davinci robot started seizing up. It would beep, and a message would appear on the screen. Doctor would choose the "recover fault" button and could continue with surgery. This continued to happen and vendor was called. Customer service with davinci was also called. They assessed the robot and said arm 1 was going out and we could keep hitting the recover fault button or disable arm 1, where they would set up a tech support call to service the robot for repair. At approximately 1615 arm completely seized up and had to be disabled. At approximately 1700, davinci vendor came to room. Doctor upset and said this was unacceptable to not be able to use all arms of robot but had to continue with surgery with the arms he had.